Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the self-adhesive of the patient's infusion set was wet. The patient thinks the cannula was leaky. No adverse event was reported. The infusion set was requested to be returned for product evaluation.